Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver had intermittent audio output, in addition to an adverse event. The patient's husband stated that on (B)(6) 2017 the patient experienced a low blood sugar while sleeping. The patient's husband stated that his grandmother found the patient unresponsive and called 911. The patient's husband stated that the dexcom did not alert. It was also stated that when paramedics got there and tested patient's blood sugar it was at 190mg/dl, therefore the patient was not treated for low blood sugar. The patient was taken to hospital by ambulance and when she got to hospital her blood sugar tested again by the medical staff and her value read at 2mg/dl. It was stated that the patient was not responsive for 2 days and was treated with multiple medications. Details on the medications the patient was given is unknown. It was stated that the patient was in the hospital from (B)(6) 2017 to (B)(6) 2017, when she was finally released. The patient's husband also mentioned that when he got home he checked her dexcom and in fact did confirm that it was registering her low on the date of intervention. It is unknown why paramedics got a blood glucose of 190mg/dl when they got to the patient's home. At time of contact the patient's condition was doing a lot better and recovering slowly. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A "try it" manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.